Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found sample tube rubber shards obstructing the cap piercer 3-way solenoid vacuum valve. The fse removed the obstruction to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported a contained leak from the cap piercer ton top of the sample tube racks on their unicel dxc 600i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.